Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13148 was returned and analyzed. Visual inspection of the balloon catheter showed the balloon catheter was intact with no apparent issues. Smart chip verification indicated the balloon catheter was used for two injections. The balloon catheter passed the performance test and electrical integrity test as per specification; the impedance was also within specification. However, during the inflation and ablation phase a kink was observed on the guidewire lumen inside the balloon segment. Dissection showed the guidewire lumen was kinked inside the balloons at 1.16 inches from the tip of the balloon catheter. Pressure testing did not show any breach at the balloons or at the guidewire lumen. A compatibility issue was noted with a test 4fc12 sheath. The balloon outer diameter was not within specification, due to the kink on the guidewire lumen. In conclusion, the balloon catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.